Manufacturer narrative:
Engineering evaluation noted that the broken instrument reported was likely the result of years of normal surgical use, which led to eventual weld degradation and assembly.

Event description:
Revision to remove foreign body.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision to remove foreign body.